Manufacturer narrative:
The field service engineer (fse) changed all of the electrodes. The patient's initial and repeat chloride results were requested but not provided. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on the cobas 8000 cobas ise module. The initial result was not reported outside of the laboratory. The initial result was 147.5 mmol/l. The first repeat result was 141.4 mmol/l. The second repeat result was 141.6 mmol/l. The electrode lot number is t02 with an expiration date of 18-sep-2022.